Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer requested assistance with programming their new pump with the minimed mobile app, and reported hyperglycemia which was treated with manual bolus, an insulin flow blocked alarm, and a suspend on low inquiry. The blood glucose value at the time of the event was 400 mg/dl. The event involved product(s) mmt-1884, mmt-431ag, mmt-342 and 78893-01. Troubleshooting was performed for hyperglycemia event and, it was confirmed that the customer had been using the insulin pump system within 48 hours of the reported event, and the auto mode/smartguard feature was active at the time of the event. Troubleshooting was performed for suspend on low inquiry and the customer had a question regarding the suspend on low/suspend before low feature, specifically inquiring as to why the alarm was triggered when the blood glucose level was above the suspend setting. The customer was informed that the suspend event is triggered by the sensor glucose reading falling below the preset threshold amount. Troubleshooting was performed for insulin flow blocked alarm and the alarm was identified as a current event. The customer was educated on the alarm and its possible causes. The customer confirmed having a plunger available, and insulin was observed exiting the tubing upon the plunger push. As the alarm occurred during priming, the customer was advised to rewind the pump, reinsert the reservoir, and run the fill tubing process until at least 5 units of insulin were observed exiting or the pump alarmed. The pump successfully passed the 5-unit fill cannula test. No further patient complications were reported. No product return is required for mmt-1884, mmt-431ag, mmt-342 and 78893-01.